Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement was noted on the right atrial (ra) and right ventricular (rv) leads. Increased thresholds and decreased r waves were noted on the rv lead. Increased and high thresholds and decreased p waves were noted on the ra lead with the lead "hanging in the ra". The leads were revised and remain in use. No patient complications have been reported as a result of this event.